Event description:
During a knee arthroscopy procedure the fluid bags ran dry, air was in the cassette. New bags hung/air purged but would not recalibrate. The pt experienced extravasation to the operative knee. After numerous attempts were made to contact the user facility, no other info is available for this incident.